Manufacturer narrative:
(B) (4).

Event description:
The pt had a heart attack in (B) (6) 2009 but it was unk if it was related to the device. It was noted that the device was "sticking out" and that the implant site was sore (she could not wear jeans because, they push on the device). The pt was in the hospital last week. It was reported that the device "stopped working" and she suffered bloating, irritation, and swelling. She also had pain on both sides of her stomach. She desired to have the device removed. She was re-directed to healthcare professional. Further info was requested from the healthcare professional.